Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an in-office check of this pacemaker system noted right atrial (ra) lead undersensing at maximum sensitivity and right ventricular (rv) lead undersensing. It was noted that the both leads were programmed to unipolar. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.